Event description:
On (B)(6) 2018, the patient/lay user contacted lifescan (lfs) USA, alleging that her onetouch ultra meter was reading inaccurately high compared to another meter (paramedics meter), and compared to her feelings/normal results. The complaint was classified based on customer service representative (csr) documentation, and further information obtained when medical surveillance specialist reviewed the call. The patient stated that she was unable to confirm when the meter issue began, alleging that she obtained inaccurately high blood glucose result of around ¿100-200 mg/dl¿ on the subject meter compared to around ¿40 mg/dl¿ on the other meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient also reported that she felt the reading obtained of around ¿100-200 mg/dl, was inaccurately high compared to how she was feeling. The patient reported that she manages her diabetes, with oral medication, diet and exercise, and made no changes to her normal diabetes management in response to the alleged issue. The patient reported that at an unknown time, prior to the alleged issue, she developed symptoms of ¿shaky¿. In response to the symptoms, she called emergency services, was taken to the emergency room, and treated with IV fluids and juice. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. It was noted during trouble shooting that the test strips were passed their expiry date. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms and received treatment for a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.